Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article the use of ptfe covered stents for the treatment of isolated infrarenal aortic occlusive disease is safe and very effective.

Event description:
Received an article titled "polytetrafluoroethylene covered stent placement for focal occlusive disease of the infrarenal aorta". The purpose of the article was to evaluate the feasibility and efficacy of polytetrafluoroethylene (ptfe) covered balloon expandable stents. Per the article one stent migrated off the balloon.